Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on a homechoice (hc) device during therapy. Troubleshooting revealed that the home patient (hp) disconnected during therapy without using proper disconnect procedures. Additionally, it was indicated that there was an open clamp on an unused supply line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). It was later clarified that all of the clamps on the unused supply lines were closed. Although the device was not returned, the nurse reported that the patient improperly disconnected from the set which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.